Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia after a supply change and an ¿unable to proceed¿ alert on the ilet, after which a leaking cartridge was identified and supplies were replaced; the user received a manual insulin injection and was advised that reconnecting to the pump two hours after the injection is acceptable, and ketone testing was planned. Symptoms included hyperglycemia. Outcomes included user impact requiring troubleshooting and a temporary manual injection while off pump therapy. Investigation included review of device performance with attention to alerts, infusion set and cartridge function, and user education on reconnection timing, with lot numbers collected for the infusion set and cartridge. Investigation of this case revealed a leaking cartridge and an alarm condition consistent with interrupted insulin delivery, while the precise root cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.